Event description:
The evis exera ii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, it was found: 1. The forceps elevator had foreign material (the foreign material was yellowish or brown in color, but it was unknown what the foreign material was). 2. The fe (forceps elevator) knob was dirty. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
E1: establishment name: (B)(6) institute. In addition to the findings in b5, the inspection also found the following: the control unit had a scratch. Grip had a dent. The nozzle was shaved. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. Due to the wear of the angle wire, the bending angle in the left direction did not meet the standard value. Due to the wear of the angle wire, the bending angle in the right direction does not meet the standard value. The universal cord/video cable had wrinkles, cuts, scratches, discoloration, and stickiness. The connecting tube had a buckle. Switch 2 had a cut. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The scope cover had a scratch. Due to damage on the charged coupled device (ccd) unit, the image had black dots. Universal cord had a scratch. The protector of the universal cord on the scope-connector side had a scratch. Due to damage on ccd unit, the specified resolving power was not obtained. Adhesive on a-rubber was detached. The plastic cover had a scratch. Switch 1 had a scratch. The connecting tube had discoloration. Due to wear of angle wire, the bending angle in up direction did not meet the standard value. Due to the wear of the angle wire, the play of the right/left knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed brown deposits on the forceps table, but could not identify the details. It is likely that there was a deviation from the instructions for use (IFU) due to unused or reused disposable brush: maj-1888 during reprocessing at the facility. No physical damage to the tip of the device that would impede cleaning performance was observed. The event can be detected and prevented according to the following IFU: operation manual chapter 3 preparation and inspection and reprocessing manual chapter 5 reprocessing the endoscope. The event can be detected/prevented by following the instructions for use which state: "single-use brushes, such as the single use channel cleaning brush (bw-201t), the single use combination cleaning brush (bw-412t), the single use channel-opening cleaning brush (maj-1339), and the single use soft brush (maj-1888), are designed for cleaning only one endoscope and its related accessories. Dispose of the single-use brush immediately after use. Using a single-use brush to clean multiple endoscopes and/or accessories may reduce its cleaning efficacy and may damage the brush leading to brush breakage or endoscope and/or accessory damage." Olympus will continue to monitor field performance for this device.